Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.523-us, lot: 5l91262, manufacturing site: bettlach, release to warehouse date: november 21, 2019. A manufacturing record evaluation was performed for the finished device part: 03.010.523-us, lot: 5l91262, and no non-conformances related to malfunction were identified. The nonconformance refered within the DHR is a planned one, that was aimed to monitor and control specific activities to manage all work orders (wo)) which were in wip in bettlach site, during the cutover phase for the transition from old erp (sap p01) to the new erp (sap p02). Visual inspection: the driving cap/threaded (part # 03.010.523, lot #: 5l91262) was received at us customer quality (cq). Upon visual inspection, it was observed that the threaded distal tip of the complaint device was broken off at the second most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues were consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes dimensional inspection: specified dimensions: groove od = 6mm +/- 0.1mm shaft od = 7.8mm +/- 0.1mm measured dimensions: groove od = 5.99mm, conforming shaft od = 7.77mm, conforming measurement device: ca802. Document/specification review: the following document(s) were reviewed: current and manufactured no design issues or discrepancies were identified. Conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523) as the threaded distal tip was broken off at the second most proximal thread form, and therefore broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown hammer (part# unknown, lot# unknown, quantity# 1) unknown reamer (part# unknown, lot# unknown, quantity# 1), radiolucent insertion handle frn (part# 03.033.001, lot# 5l05197, quantity# 1), unknown nails: femoral (part number unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2020, while doing a femoral nail while using the frn system, the surgeon deemed it necessary to ream over the recommended 1-1 1/2 reamer head sizes over the nail diameter to insert the nail because this patient was young, with hard bone, and narrow femoral canals. While backing out the nail to do additional reaming the slap hammer broke the tip of the driving cap which got stuck in the radiolucent insertion handle. They were able to use the extraction screw to remove the nail, ream again, and reinsert the nail with a good outcome. There was a surgical delay of thirty (30) minutes. The procedure was successfully completed. The patient outcome was unknown. Concomitant devices reported: radiolucent insertion handle frn (part#: 03.033.001, lot# :5l05197, quantity#: 1). This complaint involves one (1) device. This report is for (1) driving cap/threaded. This is report 1 of 1 (B)(4).